Manufacturer narrative:
Investigation is completed. Should additional information become availalble this event will be updated.

Event description:
Boston scientific received information that a day after implant this left ventricular lead had drop in thresholds and amplitude and the pacing impedances had increased from 868 ohms to 1600 ohms. It was later reported that the lead was surgically abandoned a year later as it had capture and location issues. No adverse patient effects were reported.